Manufacturer narrative:
Patient identifier - requested, was not provided. Age and date of birth - requested, was not provided. Sex - requested, was not provided. Weight - requested, was not provided. Ethnicity - requested, was not provided. Race - requested, was not provided. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported vessel occlusion/hemadostenosis due to the collagen slipping into the vessel. On (B)(6) 2017 the angio-seal device was successfully deployed by following the instructions correctly, as the tamper tube was pushed in after hemostasis was confirmed. Tension was kept properly during the deployment. However, on the following day. On (B)(6) 2017 the patient complained about numbness. Abi was 0.7. The patient was observed. On (B)(6) 2017 the abi lowered to 0.5. On (B)(6) 2017 ppi was performed. As it was confirmed that the bloodstream was improved, so a stent was not used. An angiogram was performed. Imaging was taken before the procedure. Imaging was taken at the time when the sheath was punctured. Imaging was taken after lower limb ischemia happened. An ultrasound was performed and measured the sizes below: size of collagen in the vessel: 4 x 4 mm. Vessel diameter: 6 to 7 mm. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath (a product of the other company) ancillary used was 6.5 fr. The patient has medical history of peripheral vascular disease. Blood loss was reported to be less than 250 cc. The procedure was successfully completed, but collagen slipped into the vessel. It was reported that the patient has recovered.